Event description:
It was reported to boston scientific corporation that a resolution ii clip was used in the duodenum during an endoscopic retrograde cholangiopancreatography procedure (ercp) on (B)(6), 2011. According to the complainant, during the ercp procedure, the resolution ii clip would not open and close properly and it also would not detach from the catheter. The physician repositioned the resolution ii clip and straightened it out because it had bent; however the same issue occurred. The clip was removed from the patient and a bsc tome was used to successfully complete the procedure without issues. There were no patient complications as a result of this event. The patient was reported to be fine post procedure.

Event description:
It was reported to boston scientific corporation that a resolution ii clip was used in the duodenum during an endoscopic retrograde cholangiopancreatography procedure (ercp) on (B)(6), 2011. According to the complainant, during the ercp procedure, the resolution ii clip would not open and close properly and it also would not detach from the catheter. The physician repositioned the resolution ii clip and straightened it out because it had bent; however the same issue occurred. The clip was removed from the patient and a bsc tome was used to successfully complete the procedure without issues. There were no patient complications as a result of this event. The patient was reported to be fine post procedure.

Manufacturer narrative:
A visual examination of the returned device revealed that the handle was unlocked; however, the clip assembly was detached from the delivery system. The clip assembly and bushing were severely damaged. Additionally, the mini-sheath appeared buckled as a result of the duodenoscope elevator. A review of the device history record (DHR) was performed; no anomalies were noted. Since the clip assembly was detached from the delivery system, the reported event of "failure to release from catheter and won't open/close" could not be confirmed. Based on the observed damage to the mini-sheath and clip assembly, the device was most likely advanced over the raised duodenoscope elevator; therefore, the most probable root cause for this complaint is use/user error.

Manufacturer narrative:
(B)(4):although the suspect device has been received, the evaluation has not yet been completed. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.